Manufacturer narrative:
The device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and non-boston scientific epicardial left ventricular (lv) pacing lead exhibited high, out-of-range pacing impedance measurements and loss of capture since may. The physician wanted to see trend data on all leads since the device was implanted in 2016, but the device only showed data from the previous year. It was noted the patient was followed in the remote monitoring system at a different hospital. Technical services was able to retrieve the follow-up reports from the remote monitoring system to provide to the physician. In the reports, there was one instance where the non-boston scientific right ventricular (rv) lead pacing threshold value was greater than the programmed output. However, this observation had no impact on the patient or device therapy. No adverse patient effects were reported.